Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-50 serial #: (B)(4) description: scs 50cm iii lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients leads had high impedances. The patient underwent a lead replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively.